Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 47-year-old female with an unknown medical history received an impella cp device for temporary mechanical circulatory support due to cardiogenic shock secondary to an acute myocardial infarction. The device was implanted via the femoral artery in accordance with the impella instructions for use. At the time of device initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock, and the final classification remained stage e. The patient arrived at the cardiac catheterization laboratory with active cardiopulmonary resuscitation in progress. The impella cp device was initially implanted without incident. Following implantation, during removal of the introducer sheath, the physician inadvertently displaced the impella pump from the left ventricle and was unable to reposition the device. The device was explanted, and a new impella cp device ((B)(6)) was successfully implanted. The initial impella cp device did not exhibit a device malfunction. The second impella cp, there was no report or indication of device malfunction and/or no impella related adverse event and remained in use. A little over six hours later, care was withdrawn, and the patient expired. Based on the information available, there is no evidence to suggest a malfunction of either impella cp device. The patient expired while supported by the second impella cp device; however, the outcome is consistent with the patient¿s underlying condition, including cardiogenic shock classified as scai stage e. Supported care was withdrawn. Conservatively for usmdr, the death is reported as the second impella cp device was in use at the time of patient expiration.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D4 catalog number changed. H6 impact code changed to f26. H6 med dev prob code changed to a25. It was previously reported that the patient death was reported on the 2nd pump as it was in place at the time of death. However, upon further evaluation, the death is being conservatively reported on the 1st impella cp pump with no adverse events coded to the second impella cp pump. The reportability for this event as it relates to this pump and MFR report number is no longer reportable.

Event description:
Updated clinical narrative: a 47-year-old female with an unknown medical history received an impella cp device for temporary mechanical circulatory support due to cardiogenic shock secondary to an acute myocardial infarction. The device was implanted via the femoral artery in accordance with the impella instructions for use. At the time of device initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock, and the final classification remained stage e. The patient arrived at the cardiac catheterization laboratory with active cardiopulmonary resuscitation in progress. The impella cp device was initially implanted without incident. Following implantation, during removal of the introducer sheath, the physician inadvertently displaced the impella pump from the left ventricle and was unable to reposition the device. The device was explanted and is coded for hemodynamic instability and device revision or replacement. A second impella cp device was successfully implanted. While on the second impella cp, there were no reported adverse events. A little over six hours later, care was withdrawn, and the patient expired. The patient expired while supported by the second impella cp device; however, the outcome is consistent with the patient¿s underlying condition, including cardiogenic shock classified as scai stage e. The death is conservatively reported on the 1st impella cp pump with no adverse events coded to the second impella cp pump.